Event description:
It was reported that the patient had fallen from a deer stand and landed on his chest 2-3 weeks prior to the report. It was stated that his therapy had changed, however, the patient was still able to get therapy benefit. It was reported that on the left side implant impedance values for electrode pairs c-0 and 0-3 were higher than normal (3863 ohms and 4136 ohms, respectively) for the left device. It was stated that the patient was currently programmed to 3+, 2- with a therapy impedance measurement of 1154 ohms at 2.7v, 90us for pulse width, and 160hz rate. It was stated, he did have shooting pain in his arm from his elbow to fingers often since the accident. This shooting pain could not be reproduced by palpating. It was stated that the patient though this therapy had changed a little and gotten a little bit worse since he had fallen. Four days later it was reported that the issue had been resolved and the patient was fine. The information was also reported on patient's other ins in regulatory report # 3004209178-2013-11050.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 7438, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 748240, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40 lot# j0333768v, implanted: 2003 (B)(6); product type lead product ID neu_unknown_ext, serial# unknown, implanted: 2012 (B)(6); product type extension product ID 3389-40 lot# j0333768v, implanted: 2003 (B)(6); product type lead. (B)(4).